Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive for stenotrophomonas maltophilia after a routine microbiological test at the user facility. It was also reported that the user facility conducted culture test at a later date and stenotrophomonas maltophilia was detected from the subject device again there was no patient injury reported.